Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the instrument was partially applied with fourteen remaining clips. The ratchet function was engaged. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. Functionally, the ratchet function was disengaged. The instrument was first test fired once in air so that the clip formation could be observed. Ten clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. The next clip would not load into the jaws. It was observed that the pusher bar was no longer advancing the remaining three clips forward for the pusher bar to pick up and load. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the clip appliers misfired. They opened new clip appliers to complete the case. There was no harm to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.